Event description:
On (B)(6), 2011, the patient underwent treatment for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring the c3 delivery system. The patient tolerated the procedure well. On (B)(6), 2011, the patient underwent a procedure to treat a proximal type I endo leak with a palmaz stent, resolving the endoleak.